Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump basal rate was not running. There was no reported impact to the customer's blood glucose level. Reportedly, the customer declined to troubleshoot with tandem technical support regarding this issue and terminated the call.